Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issue. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the buttons were hard to press, had button error. Battery cap was broken and battery compartment was chipped out of it, screen was cracked. Troubleshooting was performed for damage. Customer declined troubleshooting on buttons hard to press and the button error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.